Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 47 mg/dl. Customer experienced sensor error alert and calibration error in addition to low blood glucose levels. Customer performed a test plug procedure and passed.